Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited an increase in pace impedances greater than 200 ohms and increased pacing thresholds from 1.7 v to 5.0 v at routine follow up; no out-of-range measurements were reported. The changes were found to coincide with a bypass surgery the patient had previously undergone. The physician noted they may have bumped the lead during the bypass procedure and a microdislodgement was suspected. The physician elected to increase pacing output to 7.5 v and plans to revise the lead at the patient's next device replacement procedure. No adverse patient effects were reported. This system remains in service.